Event description:
The explanted devices were received by the manufacturer. Analysis of the generator found no anomalies. The battery was found to be at an ¿ifi=no¿ condition. The data in the memory locations revealed that 48.475% of the battery had been consumed. Electrical test results showed that the pulse generator performed according to functional specifications. Analysis of the lead is underway but it has not been completed to date.

Event description:
It was reported that the vns patient had presented with increased seizures and that vns stimulation was no longer perceived. The patient underwent full system replacement surgery. The generator was replaced prophylactically. System diagnostics run on the newly implanted vns system returned an impedance result within normal limits, with 1037 ohms. Review of manufacturing records confirmed that the lead and the generator passed all functional tests prior to distribution. X-rays were sent to the manufacturer. Review of the x-rays revealed that the generator appeared in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin is fully inserted into the generator connector block. A clear lead break was observed close to the lead pin connector. A portion of lead appeared to be very twisted anda sharp angle was visible in this portion of the lead. The strain relief and the electrodes placement could not be assessed as a neck view was not available. Return of the explanted devices is expected but they have not been received by the manufacturer to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Review of manufacturing records confirmed that the lead amd the generator passed all functional tests prior to distribution. Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device evaluated by MFR; corrected data: the previously submitted MDR inadvertently provided incomplete ifnormation regarding the device evaluation.

Event description:
Analysis of the lead identified a coil break was identified in the second portion on both lead¿s coils. The overall appearance of the lead is consistent with patient manipulation of the implanted device, a ¿twiddler¿. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.